Event description:
It was reported that the user attempted to announce a meal on the ilet but the announcement did not register, and review of the ilet report showed the breakfast was not announced; the user had been tapping the meal bar instead of sliding it, and after guidance to slide the bar, the announcement functioned as intended with a blood glucose of 138 mg/dl. No reported symptoms or adverse clinical effects. Outcomes included no functional impairment or need for medical intervention. Investigation included customer interview and device data review. Investigation of this case revealed user interaction error related to meal announcement technique leading to missed meal announcement, with device performance within specifications after correct use. It was concluded that the event resulted from use error, not a device malfunction.